Event description:
Reporter alleged the customer was sleeping too much when she obtained a result of 69 mg/dl on him with the advantage system. Reporter gave him juice, which he would not have been able to get on his own because he was so weak. Reporter then obtained two more results of 94 mg/dl and 140 mg/dl, but the yellow window was not completely filled. These results were within 10 minutes of the 69 mg/dl result. The customer's son was contacted and he took the customer to the hospital where he was admitted for pneumonia. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer was sleeping too much when she obtained a result of 69 mg/dl on him with the advantage system. Reporter gave him juice, which he would not have been able to get on his own because he was so weak. Reporter then obtained two more results of 94 mg/dl and 140 mg/dl, but the yellow window was not completely filled. These results were within 10 minutes of the 69 mg/dl result. The customer's son was contacted and he took the customer to the hospital where he was admitted for pneumonia. No other actions were reported taken or treatment received. A request was made for the return of the affected product.